Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged the battery compartment was cracked. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-may-2018 with the following findings: a review of the pump black box data indicated evidence of short battery life with drastic voltage drop leading to cs 177 warning on (B)(6) 2018. During a visual inspection of the pump, the battery compartment was cracked from the threads to the case seal on the side, and separately below the grip pad. No battery cap was returned; a test battery cap was able to fit securely for testing. There was evidence of moisture corrosion observed in the battery canister and on the display screen inside the pump. A leak test failed due a battery compartment leak. The pump was powered on and the ez-prime steps were performed correctly; the sleep current reading was found to be above specification. The pump¿s cover was removed and moisture corrosion was found to the cgm module and to the power printed circuit board. The complaint of a short battery life issue was duplicated during investigation.